Event description:
Noted blood was backing up the femoral venous line (white port), lines checked unable to notice anything wrong. Monitored, blood noted in bed and sheets were wet with fluids as well-crack was noted at the extension tubing. Immediately stopped the infusions and changed the tubing then restarted fluids right away (pge and d10water) assessed patient, no changes in the vital signs, no changes in the level of consciousness. Remained active and vigorously crying once in a while. Md informed and examined the patient. The charge nurse informed as well. Monitored closely. Bs 116mg/dl right before this incident.